Manufacturer narrative:
Tech replaced brake linkage at foot end of stretcher only. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged the brakes were not working.